Manufacturer narrative:
Visual examination under microscope at 10x to 20x showed bone fragments inside blade. This is evidence that blade was used to cut bone. This sample has broken by repeated loading of the inner shaft at a stress level higher than the yield level of the shaft material. There are no indications that the shaft was made incorrectly or that any damage was done to the shaft surface in manufacturing. There is bone residue within and upon the shaft, which is consistent with the blade being used to cut bone at the time of breakage, which is a high stress use for this product. As such, it is likely that the part was exposed to repeat rotational stresses larger than the shaft could support which lead to ductile failure of the shaft by tearing which eventually lead to brittle fracture of the reduced supporting area. The recommendations of the failure analysis report state: "as there is no evidence of a manufacturing or use defect, there are no re commendations for corrective action that can be made from the analysis of this failure."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent sinus surgery. During microdebriding of soft tissue in the sphenoid, approximately 2-3 mm of the device tip broke off and fell into the patient. It was reported that the device is normally set to oscillate at 5000rpm. The surgeon was able to remove the broken piece. No additional patient complications were reported. The surgery was only delayed a few minutes for retrieval of the broken tip and replacement of the blade. The patient is reportedly doing well post-op.

Manufacturer narrative:
(B)(4). The blade was returned for analysis. Visual analysis confirmed the tip was broken on the inner blade. The broken tip was returned. The tip broke at the distal inner in a clockwise direction, impacting the outer blade. The inner impact mark is on the left hand side between the second and third distal tooth. There was no damage to the inner or outer hubs. The tip fragment measured 0.242 inches. Review of all the returned portions indicated there no unretrieved device fragments in the patient. The fracture point on the inner corresponds to the first proximal valley. A white fiber is visible, likely from gauze. The inner tip ejected out of the outer tube window. No scoring was visible in the inner at the hub area. The root cause for the broken tip is not evident. A review of the device history records did not indicate any applicable nonconformance to specification.